Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and updated the software on the backlight inverter printed circuit boards (pcbs). The ventilator passed extended self-testing.

Event description:
Report received that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the event.